Event description:
An endeavor drug-eluting stent was implanted to the mid lad to treat in-stent restenosis. Thrombus was also present. A revascularization of the mid lad was completed 2 days later. Stent thrombosis of the lad was reported.

Manufacturer narrative:
(B) (4). Eval results: stent thrombosis and revascularization.